Manufacturer narrative:
(B)(4).

Event description:
It was reported that, on (B)(6) 2013, the patient developed a fever and poor respiratory condition and was taken to the emergency department. Six days later, a physician suspected infections and decided to remove the pump and catheter. The pump and catheter were explanted six days later. On (B)(6) 2013, the patient was transferred to a different hospital. A shadow, which looked like a connector, was detected on an x-ray. It was noted that adequate evidence could not be obtained from CT images. Three days later, existence of the connecter and portion of the catheter was confirmed through incision. Removal was performed to eliminate all residual parts. A different physician noted that it was doubtful that the patient had in fact developed infections. The connector that was removed was to be presented to infection analysis. Along with the removal, the patient¿s spasticity reverted to the previous state. However, no withdrawal symptoms were observed. The patient required hospitalization or prolongation of hospitalization. The patient recovered. The device system was used to deliver gabalon.

Event description:
Additional information later reported the severity was indicated as serious. The causality was indicated as unrelated to drug, pump, programmer or catheter. Concomitant therapies were unknown because of procedure conducted in other hospital. Lab tests also were unknown due to other hospital. The hospital determined to remove the itb pump due to fever and the itb therapy was not considered the cause of the fever.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter. (B)(4).